Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) migrated from the left side to the back of the patient. Technical services (ts) recommended to contact the following physician. Additional information was received which indicated that the patient was evaluated by the health care professional (hcp) and the device had not migrated and was functioning normally. No events were recorded and no changes in sensing were done. The hcp guessed that once the swelling went down, it may have felt more posterior. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) migrated from the left side to the back of the patient. Technical services (ts) recommended to contact the following physician. This s-ICD remains in service. No adverse patient effects were reported.